Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the motor stall occurred on (B)(6) 2016 at 16:28 and a motor stall recovery occurred on (B)(6) 2016 at 17:29.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via psr product surveillance registry (psr) regarding a patient in a clinical study who was receiving morphine with concentration 16.0 mg/ml at a dose rate of 6.007 mg/day, clonidine with concentration 600.0 mcg/ml at a dose rate of 225.27 mcg/day, and bupivacaine with concentration 30.0 mg/ml at a dose rate of 11.263 mg/day via an implantable pump as of (B)(6) 2016 for malignant pain. It was reported that a pump motor stall occurred. The programming date from the most recent refill prior to the event was (B)(6) 2016. Device interrogation on (B)(6) 2016 revealed a pump motor stall with recovery secondary to magnetic resonance imaging (MRI). No action/intervention was taken. The event resolved without sequelae as of (B)(6) 2016. Regarding etiology, it was noted that the event was related to the device or therapy and un-related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.